Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12146. It was reported the patient is experiencing undesired stimulation and is not receiving stimulation coverage in the established pain pattern. X-rays revealed one lead has migrated. The physician has scheduled surgical intervention to address the issue. Note the patient received two leads with different lot numbers. Both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.